Event description:
It was reported that the pt has been monitored by the clinic over the last year as impedances have been steadily rising. The pt's word recognition has decreased also. A new symptom has arisen of a pop sound when the pt moves to head to the left. A 3d CT scan shows only one electrode to be out of the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.